Manufacturer narrative:
Ppae (major bleed) : the cause of the injury was not determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
An impella cp device was inserted via the left femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of coronary artery disease. Upon transfer from banner baywood, the patient had a distended abdomen and underwent an emergent exploratory laparotomy at the bedside in the ICU. The patient was found to be bleeding, possibly from a liver laceration. Despite efforts, the patient expired on support. No concerns were stated that the device contributed to the cause of death. The reported bleeding is consistent with complications of critical illness and traumatic or procedural injury. The device will be conservatively reported for death; however, the death is most consistent with the underlying ami/cgs and profound hemodynamic compromise associated with scai shock stage e.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.